Event description:
It was reported that alarm 18 occurred, and the customer's blood glucose level was "high." There was no adverse impact reported on the customer's blood glucose level. The customer initially did not take any action to address the high blood glucose and required assistance. They were supported by their sister, carmen gil, who reached out to technical support for help with the pump. The pump appeared to not administer insulin due to a sensor failure, resulting in a red circle with a white ¿x¿ on the screen. Technical support advised the customer to drink sugar-free and caffeine-free fluids and recommended reaching out to emergency services. The customer resumed insulin delivery before contacting technical support and was advised to get emergency help, which they acknowledged.